Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed in 2007 passed. A 10 replicate precision run of the patient sample was performed with acceptable results. The specimen was collected in a bd, vacutainer, lithium heparin tube and centrifuged at 1,600 g for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which passed within specifications. The customer contacted beckman coulter, inc. (Bci) for assistance in pre-analytical process. Bci has provided customer with education and recommendations regarding pre-analytical variables. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 0.63 and 0.03ng/ml upon reflex. The original sample was re-tested for accu tni and the result was 0.06ng/ml and 0.04ng/ml upon reflex. It is unclear if the erroneous result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.